Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, when inflation was performed several times, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.